Event description:
On 6th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the ambient light cover was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the ambient light cover was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, customer placed an order for the part and will perform a repair of the broken part by himself. It was established that when the event occurred, the surgical light did not meet its specification as the ambient light cover was detached and in this way the affected device contributed to event. It is known that the device was not being used for patient treatment while the issue occurred. The manufacturing site¿s subject matter experts have investigated the issue and concluded that the detachment of the ambient module was caused by a collision or an excessive strain during the cleaning. The powerled-hled instruction for use mentions to perform daily inspections checking that the device has not suffered any impact and any other damage. (IFU 01581 en 2020-04-01, pages 20-22). Powerled light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a moderate effort and with a dry cloth to make sure that no liquid residue is left on the device after cleaning. (IFU 01581 en 2020-04-01, pages 35-36). We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would had been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).